Event description:
The reporter indicated that on a 12.6mm vicm512.6 implantable collamer lens of a -8.5 diopter tore during loading. Reportedly, "product non-conformity. Backup lens was used due to lens tear during loading." The problem was resolved. Cause of the event was both unknown and a user error. The reporter also stated, "when pulling the lens into the cartridge with forcep, it felt tighter tha usaul, but I just pulled it in."

Manufacturer narrative:
A4-a6:unk. H6: off-label. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- \the reporter indicated that the surgeon noted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -8.50 tore/broke before/during loading on (B)(6) 2023. The damage occurred during loading. Reportedly "product non conformity (no patient involvement)- "backup lens was used due to lens tear during loading". The lens was not implanted. On the same day a backup lens of the same parameters was implanted into the left eye (os) and the problem was resolved. The cause of the event is user error/ unknown. Cause details: "when pulling the lens into the cartridge with forcep, it felt tighter than usual, but I just pulled it in." H6- health effect - impact code: "4629" should be removed and "2645" should be added. Claim# (B)(4).